Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke off tampon, leaving the entire tampon stuck inside me- vagina [foreign body in reproductive tract]. I went to remove my tampon and the braided string completely broke off from the tampon leaving the entire tampon stuck inside me [complication of device removal]. Loose strings on the braided cord [device physical property issue]. Braided string completely broke off from the tampon [device breakage]. Case narrative: consumer reported via e-mail that there were loose strings on the cord and the cord broke off the tampon. No serious injury reported.